Event description:
Patient experienced multiple dislocations of the femoral head.

Manufacturer narrative:
The surgeon who planned on performing the revision surgery spoke with ortho development. During that conversation the surgeon stated that the dislocations were occurring because the surgeon who performed the original surgery had retroverted the modular shell upon implantation. This retroversion was the root cause of the dislocations. It was also discussed that the stem would be left in place because there was good bone growth into the stem and it was functioning as intended. To date, we have had no additional info confirming if the revision surgery took place. There was no product returned to the MFR for eval. If any new or additional info is rec'd on this event or pt condition a follow-up report will be submitted.